Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Engineering evaluation of the device is anticipated (device currently in transit). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2026, a gore® excluder® conformable aaa endoprosthesis was intended to be used for an endovascular aneurysm repair (evar) together with a 18 fr gore® dryseal flex introducer sheath. The gore® excluder® conformable aaa endoprosthesis was positioned as intended, upon removing the first deployment handle, the deployment line snapped and the stent remained completely closed. There was approximately 1.5 cm of deployment line attached on the deployment handle. The device was removed from the sheath, the backup deployment hatch was accessed, where all the deployment lines were present. The physician decided not to continue with the deployment using the back-up mechanism and the procedure was successfully completed with a gore® excluder® aaa endoprosthesis.